Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Event description:
It was reported that the display was dim. (Lvp) there was no patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the display was dim. (Lvp) there was no patient involvement.